Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections noted setscrew markson the terminals, the helix was retracted, and blood/body fluid noted in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a revision took place due to oversensing of this right ventricular (rv) lead. It was suspected that there was physical contact with a previous lead which was left in the patient¿s body. This lead was explanted and a competitor lead was used to have a smaller sensing field and avoid oversensing. The lead will be returned. No additional adverse patient effects were reported.